Event description:
It is reported that the targeting guide broke during manipulation before inserting the nail.

Manufacturer narrative:
This report will be amended when our investigation is complete.